Event description:
It was reported, while reprocessing the gastrointestinal videoscope the cleaning tube had been modified and the gastrointestinal videoscope had been cleaned with non-regular materials. The issue was found at reprocessing. There were no reports of patient harm. This report is related to linked patient identifiers (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (email, telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is presumed that the reprocessing for the endoscope was insufficient. Olympus will continue to monitor field performance for this device.